Event description:
It was reported that on (B)(6) 2022 the patient underwent a revision sternotomy, heartmate 3 placement, a repeat coronary artery bypass graft (CABG), revision of mitral valve repair, tricuspid valve repair, and atrial septal defect closure. The patient's post operative course was complicated by coagulopathy requiring chest washout and closure on (B)(6) 2022. The patient experienced right ventricular failure for which a protek duo right ventricular assist device (rvad) was placed on (B)(6) 2022. The patient also experienced cardiogenic shock requiring multiple vasopressors and inotropes, was ventilator dependent, developed acute kidney injury on chronic kidney disease requiring continuous renal replacement therapy, ischemic hepatitis, persistent anemia, and thrombocytopenia. Despite efforts to stabilize and wean patient from vasopressors, inotropes, and mechanical circulatory support, the patient continued to deteriorate. The patient was transitioned to comfort measures where he passed away on (B)(6) 2022 due to multi-system organ failure. Due to the patient's extensive pre-existing history, it was considered that the patient was a high risk case prior to implant.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s reported outcome, multi-system organ failure, anemia, and thrombocytopenia could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient outcome was reported to be not device related and operated as expected. The heartmate 3 left ventricular assist device (hm3 lvad), serial number (B)(4), was not returned for evaluation. The relevant sections of the device history record for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death, right heart failure, bleeding, renal dysfunction, and hepatic dysfunction. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.